Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures to the stockert s3 roller pump module stockert s3 console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the stockert s3 roller pump stopped during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the stockert s3 roller pump stopped during a procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s3 console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative tested the device but was not able to confirm the reported failure. The device operated without malfunction. The customer has since replaced the s3 console with a new sorin s5 system and reported that they planned to scrap the s3. As the issue was not reproduced, a root cause could not be determined and corrective actions were not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.